Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the reporter contacted lifescan alleging that the patient's onetouch ultramini meter was reading inaccurately high compared to another meter. The customer care advocate (cca) tried to contact the reporter to obtain additional information but was unable to reach any of the contact names provided. The following complaint was classified based on the original information provided. The reporter alleged that the product issue began at 7:30pm on (B)(6). The reporter alleged that the patient's meter was reading "60, 100 and 80mg/dl higher than ER, hospital and emt readings". The reporter could not recall the exact readings obtained. The patient manages their diabetes with a combination of medication; the reporter was unable to provide any more details of the medication. The reporter was unable/unwilling to answer if the patient made any changes to their usual diabetes management regimen in response to the alleged inaccurate readings. The reporter stated that the patient "fainted". The reporter stated that the patient was treated by and hcp with a glucagon injection. The reporter stated that the patient was hospitalized. The reporter stated that the patient was in a diabetic coma at the time of the call to lifescan. Since the cca was unable to reach the reporter, or alternative contacts provided, we were unable to determine how long the patient remained in hospital. The cca was unable to troubleshoot as the reporter did not have the products available at the time of the initial call to lifescan. This complaint is being reported because the patient suffered a serious injury related to hyperglycemia and required medical intervention after the alleged issue began.